Manufacturer narrative:
Visual inspection confirmed that the device was cracked on the medial side of the post. Scratches and nicks are present on both surfaces. This device is used for treatment. This device was manufactured before a design modification and was part of the re-design scope. A notification was sent to the field on (B)(6) 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.

Manufacturer narrative:
This report will be amended when our investigation is complete. Received but not yet evaluated.

Event description:
It is reported that the provisional cracked.